Event description:
The account alleged the power cord was damaged and bare wiring was exposed. No pt impact.

Manufacturer narrative:
The account had no knowledge on how the power cord had gotten damaged. No further info is available on the repair of the bed at this time.